Event description:
Surgery scheduled 4/14/92 for removal of malfunctioning subcutaneous port with groshong catheter. X-ray of 4/8/92 showed the "catheter appeared to be broken at the level of the first rib. The remainder of the catheter appears to have migrated into the right atrium from the superior vena cava." Unable to remove distal portion of groshong catheter. Patient transferred to another hospital for removal of retained catheter.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.